Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use disposable cover, the distal cover came off of the scope when it was being withdrawn through the trocar and the cover caught on the lip of the trocar. The patient was sedated an additional 30 minutes while the distal cover was retrieved. No additional consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) report the distal cover used in the procedure.